Event description:
During a saphenous vein harvesting procedure, insufflation decreased when cannula was inserted into the leg. Surgeon was able to complete the procedure using this unit. No additional pt complications were reported.